Manufacturer narrative:
(B)(4): during the evaluation, the pump was found not to power on. There was visible moisture damage found on the outside of the pump. The pump was also opened and the display screen was found to be leaking. The reported overheating was not duplicated as the pump was not able to be tested.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the patient was swimming and after getting out of the water the pump vibrated for 45 seconds. The pump reportedly became very warm and shut off. The patient replaced the battery and the pump would not turn on. The patient reportedly tried 3 new batteries and the pump would not power on.